Event description:
It was reported that a cartridge change error occurred with the customer's pump, leading to repeated cartridge alarms. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite troubleshooting steps with technical support, the issue persisted, and a pump replacement was recommended. The customer was advised to use multiple daily injections as backup therapy and informed that the replacement pump would have updated software. Tandem technical support dispatched a replacement pump, and instructions for returning the faulty pump were provided and acknowledged by the customer.